Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a failed battery test alarm on the insulin pump. Customer had a high blood glucose from the time that she left. Customer had hip surgery and was in rehab. Customer stated that she had a high blood glucose while she was in the hospital. Customer's blood glucose was 253 mg/dl. Customer took out the battery and when she put in a new one, she received an error and the screen was blank. Customer stated that the pump alarmed after the battery change. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer stated that she also received a bad battery alert. Customer will be shipped a replacement battery cap. Customer will call back if she needs to continue troubleshooting.